Event description:
It was reported that a patient experienced high impedances and a shocking or jolting sensation. High impedances were reported on "some" electrodes. Impedance issues began about three years ago, and became progressively worse. The patient had a cervical implant. The shocking sensation was reported to be located in the patient's right arm. The therapy was reprogrammed and it was working "okay". It was stated that they were unable to use all the contacts needed for therapy. A revision surgery was scheduled for (B)(6) 2012 and it was reported that the plan was to replace the whole system. Two days later, it was reported that everything "old"was removed and new products were implanted. It was noted that the patient had a "perfect" outcome. No further information was reported.

Manufacturer narrative:
Product ID, 399930 lot# j0546444v, implanted: 2005 (B)(6), explanted: 2007 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 3708240 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension. (B)(4).